Event description:
This case was reported by a healthcare professional and described the occurrence of oral mucosa blistering in a female pt who rec'd oral moisturisers (biotene dry mouth oral rinse) for an unk drug indication. On an unk date, the pt started oral moisturisers. At an unk time after starting oral moisturisers, the pt experienced oral mucosa blistering and blister of throat. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. A dental office reported that a pt reported a reaction of her mouth breaking out in blisters and blisters in her throat. Consumer had been given a biotene sample kit from the dentist office and it is unk if the pt used other samples besides the oral rinse. Biotene is manufactured in (B)(4) in the united states and neither the product nor the lot number for this product is available. (B)(4).